Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer stated both codes logged at the same time. 4010: air valve stuck closed and 4011: oxygen valve stuck closed. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 05mar2019. Trouble shooting with philips technical support the customer found both codes logged at the same time. Customer stated unit has passed full pvt. Technical support reviewed codes per the manual finding the main printed circuit board (pcb) in common to both codes. Discussed main pcb replacement per tech discretion. Provided parts ID for same. Customer reported he installed the new main printed circuit board pcb and unit is working fine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 03/22/2019. The customer reported that the patient age is 74 years old and weighing 333 pounds. The date of birth was (B)(6) 1945 and 72 inches in height. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.